Manufacturer narrative:
Added information to section h6 (component code, type of investigation, investigation findings and investigation conclusions). H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 77-year-old patient with a 3300tfx23mm implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of two (2) years and two (2) months due to increased gradients. Reportedly, subject device showed a mean gradient of 60mmhg three days prior reintervention which increased to 78mmhg on the day of reintervention. As reported, patient presented with dyspnea and chest pain. A 23mm transcatheter valve was successfully implanted within the edwards surgical valve, with a post implant mean gradient of 22.7mmhg. Patient was discharged in stable condition.